Manufacturer narrative:
Additional information: d9, d10, g3, h3, h6. D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#:n5h1502y), sigphandle, sig power sigphandle handle (serial#:unknown) onb12stf, onb12stf versaone opt 12 std trocar (lot# unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was at the home position. The adapter was received with a reload attached. The reload was noted to be heavily damaged. Functional testing found the blue unload switch could only be partially depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 44 of 50 procedures remaining. The reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was connected to a handle running v29.6 software and clamshell. The handle went into emergency retract mode and displayed the remove reload screen. The returned reload and port could now be removed. The adapter calibrated correctly. A smart reload could be attached. The reload was recognized. The reload could be clamped, articulated, and rotated. The adapter was successfully fired on the a1 test fixture. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: firing rod not in home position functional testing found damage to the firing rod, indicative of a disconnection from the reload laminates. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a rectum resection procedure, while firing the second reload, it stopped and could not be operated further and while hitting the staple line from previously set staples the articulation joint. Knife blade broke and the device locked on tissue. As a result, the procedure was converted from laparoscopic to open surgery. The reload had to be cut out of the tissue and replaced by a clamp to resolve the issue.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#: n5h1502y), sigphandle, sig power sigphandle handle (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.